Event description:
Pt had chest drainage unit insert in the or by thoracic surgeon with 15 years experience. Pt showed no improvement in health. The original unit was removed and an alternate device was inserted. Pt's health improved in less than 24 hrs.